Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control then replaced the therapy pcb assembly and the main keypad assembly, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
Physio-control was evaluating the customer's device as part of an annual preventative maintenance (pm) when it was observed that the device would not shock at 360 joules. There was no patient use associated with the reported event.